Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the navigation ring was not working. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
MFR received date: 20 aug 2019. Date of report received: 30 aug 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front, rear and cap bezels. The unit passed performance verification testing (pvt). No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.